Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: the black box contained dates from 12/28/2015 to 1/4/2016. The black box and histories for the event on (B)(6) 2015 have been overwritten. There were multiple "pump not primed" warnings observed in the black box and the force readings did not reach zero. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit. (B)(4).

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was above 500 mg/dl with vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient did not fill the cartridge with insulin. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to a use error.